Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and in the pump shutting down. The customer blood glucose (bg) level displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.